Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tsb45 anvil dislodged. The staples were malformed and the surgeon placed some overstitches to complete the case.